Manufacturer narrative:
Investigation pending.

Event description:
¿Caller alleged imprecision with inratio meter. Results as follows:¿ inratio = 1.0, repeat = 1.8. Caller had another pt whose results = two qc errors and the lab test was in the therapeutic range (actual range not provided). A third pt had an inratio = 4.0, no lab performed. The historical results for this pt were approx 2.0 (no dates or actual values provided).